Manufacturer narrative:
The technician found the center arm assembly of the siderail is broken. No further info is available on the repair of the bed at this time. A follow up report will be sent once this info becomes available.

Event description:
Hill-rom received a report from the account stating the right, head siderail will not latch. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).